Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the lld contact spring was dislodged and not making good contact in the reported problem area of the pipette assembly. The lld contact spring was reinstalled. The instrument was cleaned, inspected, tested without further problem, and returned to service.